Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noted dripping from the connector during a prior full supply change and believed it originated from the cartridge. The agent assisted the patient with changing supplies. Blood glucose levels were not affected. The connector and cartridge lot numbers were documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.